Manufacturer narrative:
No broken battery tube threads noted during testing. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and broken off and missing end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump case was broken near the battery and near the end cap that they can see the connector wire. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.